Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and varying pacing impedance. It was also noted the rv lead had high pacing impedance, and oversensing on stored electrograms (egm). The lead was capped and replaced. No patient complications have been reported as a result of this event.